Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of an embolic stroke could not be confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of the pump upon disassembly revealed denatured depositions of blood throughout the device. These depositions were non-laminated and appeared indicative of poor surface washing due to a low flow event. The grainy texture of these depositions suggests that the explanted pump was treated with a fixative agent (e.g. Formalin, formaldehyde, or paraformaldehyde) before being returned to thoratec for evaluation. Although a root cause for the reported event could not conclusively be determined through this evaluation, it is unlikely that the observed depositions were present during support because it was originally reported that all pump parameters were within normal limits at the time of the event and that the device was functioning as expected. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient suffered an embolic stroke that ultimately led to the death of the patient. The pump appeared to be working as expected at the time of the embolic event. All pump parameters were within normal limits and functioning as expected. No other information was provided.

Manufacturer narrative:
Approximate age of device - 1 year and 3 months. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.